Manufacturer narrative:
Unit received with blank display due to corrosion damage on all electronic assemblies. Unable to verify sensor couldn't find messages, signal anomalies or no signal messages due to blank display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label, corrosion in battery tube and corrosion on motor home switch.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and there was crack in the insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.